Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. According to the evaluation result by olympus local service center, it was found followings; the camera cable of the subject device was kinked. The endoscopic image was flickering when flexed the kinked point of the camera cable. The device history record was reviewed and found no irregularities. Based on the evaluation result so far, it was surmised that the reported failure phenomenon was attributed to damaged camera cable of the subject device. The ch-s400-xz-eb instruction manual states the corresponding method when there is an abnormality for the device.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a gastrectomy, the subject device was used. In the procedure, the image on the monitor was not displayed due to no signal to the monitor from the subject device. The user switched off and rebooted the system including the subject device, but the failure phenomenon was not resolved. The user replaced the subject device with an unspecified non-olympus equipment and completed the procedure. There was no patient injury reported.